Manufacturer narrative:
The customer's report that the tubing broke at filter was confirmed based on visual inspection of the as-received set sample. The breakage was at the inlet port of the 1.2 micron filter component. The filter port was broken off and was still within the end of the detached tubing. The root cause of the damage was identified as supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement. The damage is consistent with the results observed during previous failure investigations documented in the risk assessment (dir # 10000135776). The device history record for model 2202-0007 lot 20026414 shows the set was manufactured on 18feb2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that as lvp 20d 1.2m tubing was broken. The following information was provided by the initial reporter: tubing broke at filter location.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m tubing was broken. The following information was provided by the initial reporter: tubing broke at filter location.